Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he receives an alarm and hyperglycemia within 3 hours of insertion. In troubleshooting it was found that blockage is located at site. Infusion set was placed in hip. High blood glucose level was displayed high and treated by correction injection via mdi. No further information was available.